Event description:
There was an allegation of questionable a1c-3 tina-quant hemoglobin a1c gen.3 results for 2 patient samples on a cobas c513 analyzer. The customer had qc issues and questioned the initial results. The samples were repeated the next day. For sample 1, the initial a1c-3 result was 8.6%. The sample was repeated the next day and the result was 5.7%. For sample 2, the initial a1c-3 result was 10.9%. The sample was repeated the next day and the result was 8.0%. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
The reagent lot number is 708809 and the expiration date is 30-jun-2024. The field service engineer (fse) found a loose screw on a drying valve and replaced it, and found perforated cuvette drying tubing and replaced all tubing. An instrument and precision check were performed successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.